Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a surgical procedure, after starting the phaco-step, the display flashed and then it started smoking. The smoke came out from the bottom of the system's display. The nurses noticed the smoke and the doctor decided to stop the surgery. The system was switched out and the case was completed. There was no pt injury reported.